Event description:
The customer reported a false negative (or very weak reaction) rh blood typing result with sample no. (B)(6) on their tango infinity instrument. All other results, including daily qc, were within expected results. The sample originated from a maternal advance age woman and is confirmed by a reference lab as a rhd positive and negative for antibody screening. No sample was left to be provided for the investigation. The investigation of the affected tango infinity instrument is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative (or very weak reaction) rh blood typing result with sample no. (B)(6) on their tango infinity instrument. This result was obtained during the validation of the customer's newly installed ih-500 instrument. All other results, including daily qc, were within expected results. The sample originated from a maternal advance age woman and is confirmed by a reference lab as a rhd positive and negative for antibody screening. The customer stated that all tango infinity qc results were acceptable on the date of event. No sample was left to be provided for the investigation and no trace files were provided for investigation. Given that all other results, including the daily qc, were within expected parameters on that date, this strongly suggests that the reagents were functioning correctly. Therefore, the issue appears to be an isolated event. The affected tango infinity instrument is no longer in service.

Manufacturer narrative:
This is our final report on this incident.